Event description:
It was reported to philips that system boot stops at 0 seconds due to pci configuration failure on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service adjusted the usb port configuration and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).